Event description:
According to the patient, the blood pressure monitor was providing higher than expected readings, and based on those readings the patient was administered an increased dose of her oral blood pressure medication; a nurse subsequently performed a manual blood pressure reading and identified a discrepancy between the manual reading and the device readings, no patient injury was reported, and the caller was unsure of the number of doses taken or the specific medication or medications involved.

Manufacturer narrative:
According to the patient, the blood pressure monitor was providing higher than expected readings, and based on those readings the patient was administered an increased dose of her oral blood pressure medication; a nurse subsequently performed a manual blood pressure reading and identified a discrepancy between the manual reading and the device readings, no patient injury was reported, and the caller was unsure of the number of doses taken or the specific medication or medications involved. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.